Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose levels. The customer's mother stated that the customer woke up with a blood glucose reading of 120 mg/dl, and about 4.5 hours later, before lunch, her blood glucose reading was 500 mg/dl. The caller stated that they did not know why but suspected that it may have had something to do with the heat. The customer performed a complete set change and her blood glucose stabilized. The mother noted that she did not have any ketones and did not need to seek medical attention. She stated that this was the only time something happened in the past 3 to 4 months and really appreciated the system and being able to track the customer's glucose trends. Troubleshooting was declined. Nothing further reported.